Event description:
It was reported that right ventricular (rv) defibrillation lead exhibited a gradual rise in pace impedance measurements from mid-400 ohms range to greater than 2,000 ohms since (B)(6) 2024. Rv threshold had also increased from less than 1v to approximately 1.5v. There was no evidence of noise in stored episodes. Sensing was stable, however there was no pacing at all. When asked about changes in medical history around late (B)(6) 2024, and it was noted that the patient had been hospitalized for coronary artery disease. Technical servicees (ts) discussed that changes in patient condition can impact lead measurements and may be indicative of lead calcification. Ts also reviewed troubleshooting/programming considerations. This rv lead remains in service. No adverse patient effects were reported

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Impact code updated from f10:inadequate/inappropriate treatment or diagnostic exposure to f1001:absence of treatment.

Event description:
It was reported that right ventricular (rv) defibrillation lead exhibited a gradual rise in pace impedance measurements from mid-400 ohms range to greater than 2,000 ohms since september 2024. Rv threshold had also increased from less than 1v to approximately 1.5v. There was no evidence of noise in stored episodes. Sensing was stable, however there was no pacing at all. When asked about changes in medical history around late september 2024, and it was noted that the patient had been hospitalized for coronary artery disease. Technical servicees (ts) discussed that changes in patient condition can impact lead measurements and may be indicative of lead calcification. Ts also reviewed troubleshooting/programming considerations. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: impact code updated from f10: inadequate/inappropriate treatment or diagnostic exposure to f1001: absence of treatment.

Event description:
It was reported that right ventricular (rv) defibrillation lead exhibited a gradual rise in pace impedance measurements from mid-400 ohms range to greater than 2,000 ohms since (B)(6) 2024. Rv threshold had also increased from less than 1v to approximately 1.5v. There was no evidence of noise in stored episodes. Sensing was stable, however there was no pacing at all. When asked about changes in medical history around late (B)(6) 2024, and it was noted that the patient had been hospitalized for coronary artery disease. Technical servicees (ts) discussed that changes in patient condition can impact lead measurements and may be indicative of lead calcification. Ts also reviewed troubleshooting/programming considerations. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead continued to exhibit gradually increasing pace impedance measurements greater than 3,000 ohms and elevated threshold measurements. Intrinsic amplitudes were within normal limits and unaffected by the rise in lead measurements. Technical services (ts) discussed possible causes and next steps, such as potential lead revision. The patient was seen in clinic, and this rv lead remains in service. No adverse patient effects or interventions were reported at this time.